Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an unable to prime issue with the pump. In addition, the patient alleged that the pump's date and time were incorrect. The patient indicated that she had been attempting to prime the pump for the previous 4 hours but could not get insulin to drip out of the end of the tubing. During the call with the animas representative, the patient was reportedly confused and had a blood glucose level of "56 mg/dl." The animas representative involved in this contact noted that the patient needed maximum assistance with completing the rewind and prime steps of the pump. Also through troubleshooting, the pump was found to have an incorrect date and time. The pump's time was set to 10:00 pm and the current time of the call was 6:00 am. The basal settings of the pump were unknown. The patient was able to treat herself by drinking juice and eating candy. The patient's husband had also assisted her with drinking more juice when her bg had reached "39 mg/dl" at some point. The patient was contacted later that morning by animas as a follow-up. The patient was reportedly more coherent. She was planning on eating more food and checking her bgs. The pump's date and time were reportedly correct during the follow-up call. The basal rates of the pump were reviewed. However, it is unknown how long the pump's date/time were incorrect. She was unsure of what had happened during the initial call with animas earlier that morning. The patient claimed that she never primes while attached. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that her bg dropped to a level suggestive of severe hypoglycemia. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury. It is unknown how long the pump's date/time was incorrect, what actions the patient took as a result of the priming issue, and what actions the patient took prior to her bg level dropping to "39 mg/dl." The alleged product issue is not likely to cause an adverse event. The alleging priming issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.